Event description:
A male patient underwent aaa repair in 2008. The patient received a zenith main body device and two zenith iliac legs. The procedure was completed without reported incident. The following year, the patient underwent a secondary procedure where a zenith main body extension was placed in order to repair a proximal type I endoleak (1820334-2009-00617). Two months later, a massive leak was noted and the patient underwent another procedure to repair a massive leak. The leak was treated with a zenith convertor and two zenith zt iliac legs. At the end of the procedure, endoleak was noted to be resolved.

Manufacturer narrative:
Expiration - unk as lot is unk. Event evaluation: still under investigation.